Event description:
It was reported that the radiofrequency programmer head which was returned along with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event analysis: analysis determined that the programmer head was not able to interrogate and its uplink tests were out of specification and therefore the head's cable was replaced. Concomitant products: product ID 2090 programmer. (B)(4).